Event description:
A falsely elevated potassium (k) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on the same analyzer and a lower result was obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result is sample integrity. The IFU for dimension quiklyte imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The account does not meet the recommendation for spin times. The instrument is performing within specifications. No further evaluation of the device is required.